Event description:
It was reported that patient underwent procedure utilizing compositcp screw in 2009. During the procedure, the head of the screw fractured and was removed. Another screw was available to complete the procedure without further incident.

Manufacturer narrative:
Review of certificate of conformance and sterilization records shows that there were no abnormalities. Other - evaluation of returned component reveals that it fractured in torsional overload.